Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message and was unable to obtain readings. As a result, customer experienced dizziness, hypoglycemic and was unable to self-treat, requiring third-party administration of sugar for treatment. An emergency doctor was also called; the emergency doctor examined the client and then left him in the apartment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 28-feb-22. Awareness date of the issue was 23-oct-22, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message and was unable to obtain readings. As a result, customer experienced dizziness, hypoglycemic and was unable to self-treat, requiring third-party administration of sugar for treatment. An emergency doctor was also called; the emergency doctor examined the client and then left him in the apartment. There was no report of death or permanent impairment associated with this event.